Event description:
Customer device = in the 300s mg/dl in the morning. Customer took one tablet of glyburide. Customer lost consciousness. Emergency medical technician (emt) was called. Family did not wait for emt and drove customer to hospital. Hospital device = 300 mg/dl. Customer was given IV for a day at hospital. No controls used. Customer's device was not coded properly. A request was made for return product and replacement product was sent.